Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
After the lesion had been successfully crossed the stent failed to deploy. Upon closer inspection, it was discovered that the hub was leaking. The target lesion location is unk. It is unk if any anomalies were noted to the device when taken from the package and prepped. There was no difficulty flushing the device. There was no difficulty connecting the hub of the catheter to the inflation device (boston). It is unk if any anomalies were noticed after prep or when pulling negative pressure. After the lesion had been successfully crossed the stent failed to deploy. Upon closer inspection, it was discovered that the hub was leaking. The stent was not deployed in the vessel. The device was removed from the pt without any complications. Another stent was placed to treat the lesion. There was no injury to the pt.